Event description:
The end user reported while doing morning checks, they observed that one of the transport wheels on the stretcher had become detached. They did not associate the product issue with patient involvement, injury or adverse event. No further details were provided. This issue was associated with a stretcher that has been in use since 2016.